Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she the reservoir is leaking past the second o-ring. Customer stated that the second o-ring was not sitting properly. Customer has not placed the reservoir in the pump yet. Customer stated that there was an air bubble in the reservoir. It was explained that the leak could be an air bubble in the reservoir that is expanding during filling. Customer was advised to return the reservoir for analysis. Customer declined having the reservoir replaced and returned.